Event description:
It was reported that during an unk procedure, the clip dropped. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.(B)(4).